Event description:
It was reported that there was lens damage noted before implantation of non preloaded monofocal lens into the patient's eye. The lens was replaced and the surgery was completed successfully. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: dob, age, weight, race and ethnicity: unknown/ not provided. Section d4: serial number, expiration date and UDI number: unknown, as the serial number was not provided. Section d6a. Implant date na as the lens was not implanted. Section d6b: explant date na as the lens was not implanted. Section e1: telephone number: (B)(6). Section h4: device manufacture date: unknown, as the serial number was not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Received updated followed up information pertaining to complaint product from the complaint reporter on (B)(6) 2023. The report was inadvertently assessed as reportable initially. This correction report is made to update the product details and to update that the event is not reportable. B5 describe event or problem: it was reported that there was lens damage noted before implantation of non preloaded monofocal lens into the patient's eye. There was no patient involvement. No further information was provided. D1 brand name: tecnis iol. Additional device information: d4 model number: za9003. D4 catalog number: za90030195. D4 serial number: (B)(6). D4 expiration date: sept 5, 2027. D4 unique identifier (UDI) number: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.